Event description:
In 6/20/72, rptr had bilateral augmentation mammoplasty. She is sending a copy of the operative report. Her breasts became hard. She had severe pain which went on and on. She had to take medication for it. Her dr died. She didn't see another dr for yrs. In 1972, her right breast pain became unbearable. She went to the dr. The pain was under her right breast and she sould hardly breath. She was scared for her life. The dr examined her, he said the implants had to come out. She was terrified. Her implants were removed 4/2/92. After the surgery she asked him for the implants and he said he had thrown them away. But, he made photos of them. She asked to see the photos but they would not show them to her. She was very upset. Her breasts are still hurting. Her right breast is still hard and it has a huge lump that is very painful. She had a mammogram but it "would not take" because of the implant. The pain was so bad they had to quit. At the time of the surgery she didn't have the money. She knows another co would help pay for this. She had to go to the bank and borrow $4,000 for the surgery. She's still in pain and still going to the dr. Event date shown as 1972 to 1994.